Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The field service engineer (fse) found there was no flow in the diluent syringe. The fse replaced 2 valves and performed primes. Ise checks, calibration, and qc were successful. Calibration was last performed on (B)(6) 2023 with acceptable results. The calibration performed on the day of the event ((B)(6) 2023) failed with multiple alarms. The customer stated qc was acceptable prior to the event. The alarm trace showed "noise", "voltage level", and "response abnormal" errors. The alarm trace also showed "sample foam detection" and "abnormal aspiration" errors. These are indicators of possible poor sample quality. The service actions resolved the issue.

Event description:
The initial reporter complained of alarms on the cobas 8000 cobas ise module. Discrepant results were provided for 1 patient sample tested for potassium (k). The initial k result was 8.90 mmol/l. The customer repeated the sample as the result looked "not right." The repeat result was 4.26 mmol/l. This result was believed to be correct. The questionable result was not reported outside of the laboratory.